Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with dianeal unknown and extraneal viaflex therapies. On (B)(6) 2010, the patient began treatment with dianeal unknown and extraneal viaflex, (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in 2010, the patient developed sterile peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6) 2010, the patient started remedial treatment once daily with vancomycin 2gm, on the (B)(6), and gentamicin 10mg/30mg for 10 days. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date, after completing remedial treatment, the patient recovered from the event of sterile peritonitis. Dianeal and extraneal were reported as ongoing. The reporter did not provide an opinion of causality for the event of sterile peritonitis and the relationship with dianeal unknown, and extraneal viaflex therapies.